Manufacturer narrative:
The device history and sterilization records were reviewed. Review of the DHR found a nonconformity related to the product lot; however, the individual affected device was replaced and all devices within the lot met acceptance criteria. The DHR anomaly is therefore not related to the alleged device complaint. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25427. It was reported the patient's scs system was explanted due to an infection. The physician stated the infection was diffuse and the scs system needed to be explanted. Additionally, it was noted that the physician waited to explant the patient's lead on (B)(6) 2014.